Event description:
It was reported that the device was used during a CABG. It was reported that the surgeon was attempting to clip a vessel when the device severed the vessel in a scissoring method. The case was completed with a similar device. There was no additional consequence to the patient.